Event description:
It was reported that after a percutaneous coronary interventional procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, difficulty was encountered retracting the foot. After some unspecified manipulation the foot fully retracted and the device was removed from the patient anatomy. The operator decided to remove the deployed suture and used a non-abbott device to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty encountered retracting the foot was not confirmed as the lever was activated several times and the foot deployed and parked (retracted) successfully performing to specifications. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.